Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4) was initiated to investigate this malfunction. The tool was also returned and evaluation determined that the tool tip was damaged from running against the attachment foot. The likely cause was identified as incorrect insertion in collet or debris preventing proper seating of the tool that caused the tool to extend into the foot. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 38 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of attachment damaged. No patient impact reported. Repair request escalated toc omplaint based on reason for return. Upon return of the af02, the dissecting tool was also received. On follow - up it was determined that the tool was sent back for evaluation only. Additionally, on follow - up it was reported that the malfunction was identified during a craniotomy case. Procedure was completed with back up. It was confirmed there was no patient impact. The name of the surge on was also provided.